Manufacturer narrative:
Philips received a complaint on the mrx monitor/defibrillator indicating that they cannot use the device. A good faith effort attempt was made to obtain additional information regarding the nature of the event. Additional information received, it seems that the customer thought that it was unusable because the engineer had pointed it out in a past preventative maintenance done. Referencing the previous case given, the issue was stated to be that a defibrillation test yielded 177.9j for a defibrillation energy shock of 200j. It is thought that this occurred because the amount of energy decreased due to deterioration of the capacitor, and the amount of energy fell below the allowable range intermittently. At that moment, the operation check had passed, but it was determined if the deterioration progresses, the operation check will fail, and there is a possibility that the shock will not be able to hit. The device was not in clinical use at the time the issue was discovered. The following functional tests were performed: cleaning work was carried out for each part, various operation inspection work, and safety tests such as output energy inspection using an energy measuring instrument and leakage current measurement using a safety checker. Based on the information available and the testing conducted, the cause of the reported problem was due to the capacitor. The device was operational after repairs were completed and the device was returned to the customer fully functional. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device cannot be used. No specific issue was provided. There was no reported patient involvement.